Event description:
Edwards received information that a 6900ptfx 29mm bioprosthetic mitral valve, implanted approximately eight (8) years, eleven (11) months, was explanted due mitral stenosis, perivalvular leak secondary to annular and leaflet calcification and atrial fibrillation. The explanted device was replaced with a 7300tfx 25mm and a maze procedure was also done. Attempts to obtain explanted device were unsuccesful.

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain the explanted device were unsuccessful. Without return of the device the reported clinical observation could not be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.